Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device light flickers. There was no patient involvement reported with this event. (Rusch blade reported in companion report 8030121-2018-00052).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the device light flickers. There was no patient involvement reported with this event. (Rusch blade reported in companion report 8030121-2018-00052).